Event description:
It was reported that the devices first four clips formed perfectly. The clips after the first four all formed properly, but the jaws were sticking and there was a delay prior to the jaws opening. The case was completed with device with no patient consequences. The device was discarded.

Manufacturer narrative:
Date sent: 10/4/2007. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.